Manufacturer narrative:
Batch review performed on 29 december 2016. Lot 081317: (B)(4) items manufactured and released on 14 october 2008. Expiration date: 2013-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of groin pain. The cause of the pain was due to the loose cup. The surgeon revised the cup, head, liner and stem. The surgery was completed successfully. X-rays and explants are not available.